Manufacturer narrative:
D10 concomitant products: sigadaptxl sig power sigadaptxl linear xl adapter - (sn#unknown); egia60amt egia60amt egia 60 artic med thick sulu - (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after the third firing, the knife blade did not retract after firing was fully finished. After resetting the handle and pinching the two side buttons, the powered handle rebooted, and the knife blade was retracted and went back to the neutral position. After the surgery, a new shell and multiple reloads were tested, and it fired and articulated with no issues. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, an analysis of the data saved to the system showed that during the final procedure with the customer, there was an incomplete retraction that would prevent the jaws from opening and data abnormalities that were consistent with a locked on tissue condition. The design assessment concluded that on the third firing of a clinical procedure the knife reached the end of the reload and a second button press was performed. Data abnormalities were observed upon second button press. It was reported that after the third firing, the knife blade did not retract after firing was fully finished. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after the third firing, the knife blade did not retract after firing was fully finished. After resetting the handle and pinching the two side buttons, the powered handle rebooted, and the knife blade was retracted and went back to the neutral position. After the surgery, a new shell and multiple reloads were tested, and it fired and articulated with no issues. The adapter was tested and deemed functional. There was no patient injury.